Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 07/12/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that there was no activity related to the complaint observed in the black box or download history. The battery was not returned with the pump for investigation. The pump powered on and was exercised for six hours and no overheating or alarms were duplicated. The pump electrical current draws were tested and found to be within specifications. There was no defect found.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump and the battery were warm to the touch. There was no damage or corrosion reportedly to the pump. There was no patient injury associated with this issue.